Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc freestyle libre reader powering on and off upon test strip insertion. The customer reported symptoms of weakness, trembling legs, and subsequently loss consciousness. The customer had contact with a healthcare provider and was provided with syrup for treatment. There was no report of death or permanent injury associated with this event.